Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the pump was lost after explant in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a manufacturer's representative regarding a patient who was receiving lioresal (500 mcg/ml at 152.36 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history include cerebral palsy. It was reported there was an unforeseen pump alarm due to malfunction; motor stop occurred for 7 hours. The event date was provided as (B)(6) 2018. The patient heard an alarm of the pump and contacted the hospital. They arrived with a critical alarm and the pump was interrogated via telemetry. The log files showed a motor stall which was lifted after 7 hours. It was stated that 15 minutes before the patient went to the consultation the pump started working again. An outpatient check and pump fill occurred after the patient was called. As the battery life would have been exceeded in some months, it was decided to do a revision (replacement) the next day. It was reported the manufacturer (representative) was informed by the pain center and would be present during the surgery to pick up the pump for analysis. The pump was replaced on (B)(6) 2018. It was reported that contributing factors to the event were unknown. The patient status was alive - no injury. The issue was resolved. There were no reported symptoms. No further complications were reported or anticipated. Pump logs were provided from an interrogation on (B)(6) 2018 at 11:08. The logs indicate a motor stall occurred on (B)(6) 2018 at 01:53 with a recovery at 10:56. Additional information was received. The patient did not experience any symptoms. They only heard the critical alarm and then went to the hospital immediately.